Event description:
During an incident in 2000 involving a male severe chest pain, this defibrillator was being used with monitoring pads and it kept quitting while trying to print 10s strips. The customer changed the batteries and the same thing happened. They tried to download a mcm and the unit said mcm empty. The pt was given nitroglycerin a hospital. The unit will run self test and print out a strip and after about 2 minutes will just shut off. The unit is left in the ambulance on constant charge.

Manufacturer narrative:
The returned defibrillator was test and proper operation for pt treatment was verified. The returned pt cable was used for testing and no problems were found. The returned mcm was found to be empty and "ready for reuse". The unit was allowed to monitor for 2 hours and 4 separate 20s strips were printed; the unit did not shut down. The 10s strips returned by the customer document at least one "check electrodes" prompt. The monitoring pads used at the scene were not returned for evaluation. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. A "check electrodes" prompt, if allowed to continue, will cause the unit to shut down after 2 minutes. The hs3000 operating instructions explain what to do should this prompt occur. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each each of which has resulted from laerdal's receiving information relating the agency's current thinking with respesct to MDR regulation interpretation and enforcement policy.